Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak of approximately 3ml at the manual mode probe wash of their coulter hmx instrument. The leak was not contained within the instrument, the operator was wearing gloves when the leak was discovered. No injury or exposure was reported and no patient samples or results were affected.

Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event and found that the tubing at port 9 of the blood sampling valve (bsv) was stretched and would not create a tight seal around the fitting. Fse replaced the tubing and the leak was repaired. Repair was verified per established procedures. The cause of the leak was that the tubing at port 9 of the bsv was loose at the fitting. (B)(4).